Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that a patient developed an open, itchy irritation under the lifevest. The patient reported that the garments were too tight, causing the irritation. The patient was prescribed benedryl for the irritation, and was given larger garments. Follow-up indicated that the irritation had healed.